Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes poor separation with sst tube. The following information was provided by the initial reporter: ¿we have been having issues with gold tops not centrifuging well. The gel isn¿t creating a clear barrier between the serum and rbcs, often ¿marbling¿ the rbcs and gel. This will be problematic due to the automation line storing samples on the gel for add-on tests. Almost every add-on for a serum test would require redraw if we pull the sst tube and the serum is still in contact with the rbcs due to gel separator failure.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes poor separation with sst tube. The following information was provided by the initial reporter: ¿we have been having issues with gold tops not centrifuging well. The gel isn¿t creating a clear barrier between the serum and rbcs, often ¿marbling¿ the rbcs and gel. This will be problematic due to the automation line storing samples on the gel for add-on tests. Almost every add-on for a serum test would require redraw if we pull the sst tube and the serum is still in contact with the rbcs due to gel separator failure.¿

Manufacturer narrative:
After review MFR report #1024879-2022-00424 was submitted in error. This MDR is to be considered canceled as it was confirmed as a duplicate of MFR report .